Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a perforated working channel. The issue was found during an unspecified procedure. No harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, water tightness was lost due to pinhole on the channel tube. The root cause of the malfunction was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.